Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; 25 days post laparoscopic right hemicolectomy procedure for treatment due to caecum cancer, the patient came back to the hospital due to a leak in the staple line and treatment via an ileostomy. Pus was leaking from the staple line and was discovered due to a purulent peritonitis 15 days after the initial surgery. The patient has been since the reoperation but had required ICU stay the first days of the post-operative period after the re-operation from the ileostomy plus a colon mucous fistula. The exact date of the initial procedure could not be provided however it is known that it was it took place at the end of (B)(6) 2016. The patient reportedly had good physical conditions and good vascularization. No issues were experienced during the initial surgery, and as such no device or associated packaging for further lot or UDI information was saved for evaluation. The patient was able to defecate normally without difficulty, and after some days the patient was discharged from the hospital. The staple line and staple formation was noted as normal. The account further provided that there was no unanticipated tissue loss, damage, or blood loss as a result of the problem.